Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on bronchus resection during a thoracoscopic lobectomy, the surgeon clamped the tissue and pressed the green button. However, they were unable to squeeze the handle and firing could not be performed. They used another device to complete the case. There was no patient injury.